Event description:
From staff: patient seen in device clinic. According to the clinic note a cardiac device specialist (cds) was unable to interrogate the patient's battery with two different machines. After calling tech support it was decided that the battery must be too low to detect. The cds consulted with the provider and patient was ultimately admitted through the emergency department for evaluation and battery change for 3 days later. When patient arrived to the room, patient was again hooked to the device interrogator and battery life at this time was showing 80% which did not warrant a battery change. This patient had an unnecessary inpatient stay over the weekend. From discharge note: patient with history of dilated cardiomyopathy with a biventricular implantable cardioverter-defibrillator (ICD), status post aortic and mitral valve replacement with bioprosthetic valves who was found to have depleted battery of ICD. Cardiology recommend inpatient for possible exchange of battery. On arrival vital signs stable, lab work up unremarkable, cardiology was consulted and recommend exchange pacemaker battery 3 days later. Patient underwent for possible exchange, found out to have battery for 7 more months, cardiology recommend that will follow up as an outpatient within 7 days for pacemaker function, battery was not exchanged. Patient hemodynamically stable, afebrile today patient will be discharge. Manufacturer response for pacemaker battery, abbott (per site reporter). Per office supervisor: of note there was a recent upgrade for this programmer that I had requested to complete. I was told by the company they would come do this, but it has not been done. I am again reaching out to get this update completed.